Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump was plugged into a power source for approximately 30 minutes. The customer reported that the alert had not reoccurred after charging the pump. Customer¿s blood glucose was not impacted.